Event description:
It was reported that within a few weeks of implant, there was intermittent high threshold and decreased r-waves. The rv (right ventricular) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 457445, lead, implanted: (B)(6) 2014. (B)(4).